Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary bowel dysfunction. It was reported that their ins was wonderful, but for the last couple of days, probably since on (B)(6), they've been having a lot of problems. Patient stated that they were having a lot of symptoms including hardly having any bladder control, only being able to empty their bladder about 50%, and having several spasms in a day. Patient added that they had issues connecting to their ins, but when agent reviewed general device use, patient confirmed that they were just using the wrong therapy application. The agent reviewed general therapy information and, then walked the patient through increasing their stimulation. Patient confirmed feeling the stimulation comfortably in their bike seat area and will continue to monitor symptoms. Redirect to hcp if the issue persists.